Event description:
It was reported by the affiliate that the (1) tsg45 was used during a vats procedure. It was reported that the instrument was fired eight times. On the sixth firing the instrument cut but would not staple. The tissue was cut and damaged. The case was converted into an open procedure.